Manufacturer narrative:
Conclusion: a possible temporal relationship exists with the fresenius products and ccpd treatments and the reported events of hypotension with syncopal episodes, falls, hyperglycemia now requiring insulin control, (B)(6), multiple abscesses, consistently high bun and creatinine levels, electrolyte imbalance and subsequent inpatient hospitalization. This is a medically complex patient that appears to have a declining health status and during hospitalization it became evident that this patient now requires transfer to a skilled nursing facility to continue on antibiotic therapy, receive appropriate pd therapy, continued monitoring of blood sugar levels, comprehensive wound care and peritoneal dialysis treatment under supervision. Patient¿s preexisting complex comorbid conditions and new comorbidities: left ventricular hypertrophy with estimated ejection fraction: 65%, which have been contributory to the subsequent hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Documents in the complaint file were reviewed. On (B)(6) 2017, the peritoneal dialysis registered nurse (pdrn) the pd patient required urgent transfer via emergency medical system (ems) to the emergency room (ER) and subsequent hospital admission for failure to thrive¿ on (B)(6) 2017. It was revealed the patient¿s health status had been recently and progressively deteriorating. On (B)(6) 2017 the patient presented to the emergency department (ed) with known history of type 2 diabetes, non-insulin dependent and on pd for esrd, with abscesses present on abdominal wall and right flank area. The family members were concerned that the pt. Could have (B)(6). The patient was experiencing lightheadness, weakness and concomitantly issues with periodic hypotensive episodes with reported blood pressure (bp) 77/62 and 95/60 to the point that patient stated ¿he could faint¿. A physical exam (p.e.) Revealed afebrile, pulse oximetry and oxygen (o2) saturation reported as 97% on room air (ra), and no signs of hypoxia. The pe was benign with exception of abdomen with noted visible abscesses periumbilical, right lower lateral rib cage, tender to palpation and approximately the size of a dime or quarter. There was no crepitus of the skin and abscess at this point did not require incision and drainage (I and d) or currently open lesions, with no signs of peritonitis currently. Labs and electrocardiogram (EKG) performed and repeat blood pressure bp increased to 165/104. The patient was admitted to the hospital directly from ER for abscess treatment and hospitalist evaluation of transient hypotension and continued work up. During hospitalization the patient underwent diagnostic tests/imaging and exams, lab work, fingerstick glucose monitoring. Wound/blood cultures were performed and the patient was followed daily by the hospitalist, infectious disease and nephrology with continued monitoring of the blood pressure status for potential hypotensive episodes or syncope, evaluation of generalized weakness which included possible diabetic polyneuropathy, and the patient was identified as high risk for falls/fall prevention plan. The patient had been diagnosed (B)(6) abscesses. During hospitalization the patient had hyperglycemia noted on admission with serum glucose of 280 started on insulin and was additionally on fingerstick glucose monitoring highest glucose 286 on (B)(6) 2017 with sliding scale insulin coverage. Renal monitoring with estimated glomerular filtration rate (est gfr) continued with trending range 8 -12 ml/ minute ( low) with normal range >60 ml/minute. Discharge records included acute abdominal wall abscess and abscess on the area where strap was securing pd catheter and acute debility. Secondary diagnosis on discharge was chronic in nature and identified in the medical history section. On (B)(6) 2017, the patient was discharged to extended skilled nursing facility (snf) post discharge (transfer to different level of care) after evaluation, continued on rocephin intramuscular (im) for another 7 days of treatment upon discharge/transfer, and arranged pd continued therapy at the snf with immediate follow up with the patient¿s. Primary care physician (pcp), and the patient¿s prognosis and condition were noted as fair.

Manufacturer narrative:
Conclusion: a possible temporal relationship exists with the fresenius products and ccpd treatments and the reported events of hypotension with syncopal episodes, falls, hyperglycemia now requiring insulin control, (B)(6), multiple abscesses, consistently high bun and creatinine levels, electrolyte imbalance and subsequent inpatient hospitalization. This is a medically complex patient that appears to have a declining health status and during hospitalization it became evident that this patient now requires transfer to a skilled nursing facility to continue on antibiotic therapy, receive appropriate pd therapy, continued monitoring of blood sugar levels, comprehensive wound care and peritoneal dialysis treatment under supervision. Patient¿s preexisting complex comorbid conditions and new comorbidities: left ventricular hypertrophy with estimated ejection fraction: 65%, which have been contributory to the subsequent hospitalization. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Documents in the complaint file were reviewed. On (B)(6) 2017, the peritoneal dialysis registered nurse (pdrn) the pd patient required urgent transfer via emergency medical system (ems) to the emergency room (ER) and subsequent hospital admission for failure to thrive¿ on (B)(6) 2017. It was revealed the patient¿s health status had been recently and progressively deteriorating. On (B)(6) 2017 the patient presented to the emergency department (ed) with known history of type 2 diabetes, non-insulin dependent and on pd for esrd, with abscesses present on abdominal wall and right flank area. The family members were concerned that the pt. Could have (B)(6). The patient was experiencing lightheadness, weakness and concomitantly issues with periodic hypotensive episodes with reported blood pressure (bp) 77/62 and 95/60 to the point that patient stated ¿he could faint¿. A physical exam (p.e.) Revealed afebrile, pulse oximetry and oxygen (o2) saturation reported as 97% on room air (ra), and no signs of hypoxia. The pe was benign with exception of abdomen with noted visible abscesses periumbilical, right lower lateral rib cage, tender to palpation and approximately the size of a dime or quarter. There was no crepitus of the skin and abscess at this point did not require incision and drainage (I& d) or currently open lesions, with no signs of peritonitis currently. Labs and electrocardiogram (EKG) performed and repeat blood pressure bp increased to 165/104. The patient was admitted to the hospital directly from ER for abscess treatment and hospitalist evaluation of transient hypotension and continued work up. During hospitalization the patient underwent diagnostic tests/imaging and exams, lab work, fingerstick glucose monitoring. Wound/blood cultures were performed and the patient was followed daily by the hospitalist, infectious disease and nephrology with continued monitoring of the blood pressure status for potential hypotensive episodes or syncope, evaluation of generalized weakness which included possible diabetic polyneuropathy, and the patient was identified as high risk for falls/fall prevention plan. The patient had been diagnosed (B)(6) positive abscesses. During hospitalization the patient had hyperglycemia noted on admission with serum glucose of 280 started on insulin and was additionally on fingerstick glucose monitoring highest glucose 286 on (B)(6) 2017 with sliding scale insulin coverage. Renal monitoring with estimated glomerular filtration rate (est gfr) continued with trending range 8 -12 ml/ minute ( low) with normal range >60 ml/minute. Discharge records included acute abdominal wall abscess and abscess on the area where strap was securing pd catheter and acute debility. Secondary diagnosis on discharge was chronic in nature and identified in the medical history section. On (B)(6) 2017, the patient was discharged to extended skilled nursing facility (snf) post discharge (transfer to different level of care) after evaluation, continued on rocephin intramuscular (im) for another 7 days of treatment upon discharge/transfer, and arranged pd continued therapy at the snf with immediate follow up with the patient¿s. Primary care physician (pcp), and the patient¿s prognosis and condition were noted as fair.

Manufacturer narrative:
Correction: date of event.

Event description:
"."